Event description:
A rep from a physician's office reported that the physician's pt, a type ii diabetic, obtained inaccurately low blood glucose readings with test strips lot unk. The pt opened the box of test strips in the end of november. The contact does not know what range of blood glucose readings he obtained upon initial opening. Some time last week, the pt went to the physician's office and stated that she had been obtaining lower blood glucose readings, in the 14-16 mg/dl range, with test strips. The contact and pt performed a side by side blood glucose comparison with the pt's blood using the physician's meter and another co test strips (lot unk) versus the pt's the other co meter and co device. They obtained results in the 150 mg/dl range and in the 14-16 mg/dl range repectively (contact could not remember specific results). The contact then performed six back to back normal control solution tests using the pt's co device. All control solution test results obtained were in the 12-20 mg/dl range (contact does not remember spec results). The control solution is lot h-ve246-a, a, expiration 5/98. It was opened 11/29/96. The contact shook the control solution. The contact also performed a check strip test on the pt's meter and obtained a check strip test result that was within range (contact does not remember specific result). The contact did not perform a normal control solution test with the physician's other test strips. She could not perform control test using the other test strips with the representative because the remaining portion of the test strips from the bottle were used. Also for this reason she cannot provide lot number info from the other bottle. The contact advised the pt to discontinue use of the co test strips. The contact does not know whether the desiccant is in the co bottles. The contact does not know whether the pt's meter was set to the appropriate code. The pt has the remaining portion of the co test strips. For this reason, the contact cannot provide lot number info. The contact was unwilling to provide the co rep with the pt's telephone number. However, the contact will request that the pt contact the co rep. The rep cannot request that the pt contact the co rep. The rep cannot request the co test strips for eval until she speaks with the pt.